Manufacturer narrative:
B3: 2025 is the reported year of the event but the exact month and day was not reported. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch was not aligned properly & occlusion alarmed continuously. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. During functional testing, the pump failed the downstream occlusion test by not triggering the alarm. It was determined that the defective downstream occlusion sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.